Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to have possibly been involved. The information for each lot number is as follows: medical device lot #: 1907105. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-07-19. Medical device lot #: unknown, 1902101 was reported, however, that is not a lot for this product. Medical device expiration date: unknown device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connector separated from the injector during use with a bd phaseal injector n35-o. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the connector separated from the injector. Dry disconnects from patients receiving chemotherapy on in-patient oncology units at hup. One patient disconnected less than 4 hours after infusion began. All disconnects occurred at the patient site access, as this is where chemo is connected.

Event description:
It was reported that the connector separated from the injector during use with a bd phaseal injector n35-o. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that the connector separated from the injector. Dry disconnects from patients receiving chemotherapy on in-patient oncology units at hup. One patient disconnected less than 4 hours after infusion began. All disconnects occurred at the patient site access, as this is where chemo is connected.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1907105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Four retained samples of lot 1907105 were used for additional evaluation. The product was visually inspected with no defects observed. Testing was performed, engaging and disengaging the product and all samples functioned as intended. Based on the available information we are not able to identify a root cause at this time.